Event description:
Caller reports that during a correlation study the following coaguchek s/xs results were obtained: 6.2 inr and 5.9 inr/4.4 inr, 7.4 inr/4.9 inr, 1.4 inr/1.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
(B) (6). (B) (6). (B) (6). This medwatch report is for the suspect device used in the coaguchek s system (lot number 894a, expiration date 01/31/2011). Reference medwatch report with (B) (4) for the suspect device used in the coaguchek xs system. Will not be returned to manufacturer.

Event description:
Customer reports being cut by the directcheck control ampule while crushing it. Customer was using the protective sleeve to activate the control. However, the plastic shield was removed to squeeze the control drops on to the cuvette. A piece of crushed glass pierced the control's outer plastic tube and cut the customer's finger. No report of serious injury, or intervention.